Event description:
Permacol was used as a bridging device in the bowel resection. The pt experienced an myocardial infarction about 6 wks after surgery. Also, about 6 or 7 weeks post operatively they developed a seroma and their wound became cellulitic and erythematic. The pt had a retching fit post operatively and exploration of the wound was performed. A fistula through the center of the permacol was noted with bowel protrusion. The defect appeared to be the result of digestion rather than tearing. There was no or minimal peritonitis and no evidence of anastomotic breakdown. Due to the poor medical condition of the pt, only a skin debridement and wound vac was performed and the pt is now being managed to hopefully produce a controlled colostomy . The permacol remains implanted. The permacol was intact and looked fine other that the fistula defect. The surgeon noted that theis pt has a history of enterocutaneous fistula through their fascia about 10 years ago. He feels the pt may have a tendency toward fistulization and the permacol may not be a fault.